Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was determined the right atrial (ra) and right ventricular (rv) leads had inadvertently been placed transarterial. Thus the ra lead had been placed in the left atrial and the rv lead had been placed in the left ventricle. A procedure was performed where both leads were explanted and replaced. No additional adverse patient effects were reported.